Event description:
It was reported there were low, out of range, impedance values. Impedances for pairs 1/2, 1/3, and 2/3 were reported to have been 8 ohms at 3.0 volts, indicative of a short. Impedances were also reported to be repeating on multiple pairs, such as an impedance of 1353 ohms on pairs 0/1, 0/2, and 0/3. Impedances were run several times with consistent, out of range results. A lead end cap had been used but there was no suspicion of damage to the lead. It was noted that the lead was reconnected at some point and dried, but impedances had only decreased by 100 ohms on a couple readings. It was noted that the health care provider (hcp) would tighten setscrews with a greater torque than the torque wrench. The lead was not tested prior to connecting the extension. When stimulation had been tested, the patient was getting symptom relief. Additional information received reported the extension was replaced, and impedances stayed the same. The patient's device would not be turned on for a month. It was unclear if the patient had the extension replaced during the implant procedure or if an additional surgery was performed. Patient outcome was not provided. No patient symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va074jr, implanted: (B)(6) 2013, product type lead; product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID neu_unknown_ext, product type extension; (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s therapy was working. It was reported the impedances didn¿t seem to be an issue.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.